Event description:
It was reported there was intermittent telemetry. The rf (radio frequency) head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not verify intermittent telemetry, however it was noted that the cable was twisted. The cable was replaced as a preventive measure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).